Event description:
The customer reported that during an arthroscopic knee procedure, the surgeon saw an internal piece of the cannula floating in the surgical site. The piece was retrieved with a grasper forceps and the procedure was completed as intended. There was no pt injury and only a minor surgical delay of approx 5 minutes.

Manufacturer narrative:
To date, this device has not been received for evaluation. A follow-up report will be sent upon receipt of the device and completion of an investigation.